Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported by the parent that the patient had a sensor error then the sensor failed. Due to the sensor error, the patient was unable to monitor his glucose. The patient was feeling nauseous, about to faint and had headaches. The parent was unable to tell how long the sensor error lasted before the patient got the symptoms. The patient did a fingerstick and it showed a bg reading of 500 mg/dl. He did another fingerstick and it showed 511 mg/dl. The parent went to the patient and administered insulin via injection and then drove him to the hospital. At the hospital, they did blood tests which showed the bg reading of 232 mg/dl. No other medication/treatment was given to the patient. The patient stayed at the hospital for about 2.5 hours and went home by (B)(6), 10:30 am. At the time of the call, the parent said the patient is fine however a bit tired. No other details were documented. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.